Event description:
The user facility reported that the involved tr band bladder would not hold air. The event occurred post-treatment. There was no reported blood loss. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The type of the procedure performed was a heart catheterization.